Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient was fused on l3-s1 on (B)(6) 2013. On postoperative x-ray, (B)(6) 2013 surgeon could see that one head was loosened on the s1 level. Their assessment noted: this has no negative impact on the patient. The patient feels well. Patient diagnosis: spinal stenosis l4-l5 + degenerative spondylolisthesis l4-l5 + osteoporosis with vertebral compression on l4. The matrix screw used was possibly 7mm in diameter; probably 35mm length, surgeon cannot confirm this. Reportedly there is no patient harm. This report is on an unknown screw. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown screw, part and lot numbers are unknown. Facility reported possible screw: 7mm diameter, possibly 35mm length: not verified. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.